Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement difficulty. The helix would not fully deploy. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The analysis did not confirmed the allegations of helix difficulty and placement difficulty. The lead passed the helix mechanism test as the received fully extended helix took nine turns to retract and nine turns to extend. Moreover, a stylet insertion test passed without issue indicating no blockage in the lumen. Further, the lead tip or helix appears intact and undamaged. The no problem detected was based on analysis of the returned product in which there were no found evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement difficulty. The helix would not fully deploy. The lead was never in service. The lead was then returned to laboratory and was analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis result showed allegation not confirmed. The lead passed the helix mechanism test and analysis found no evidence to verify placement difficulty. In addition, it was noted during analysis that the lead tip/helix appears intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement difficulty and the helix would not fully deploy. The lead was never in service. No adverse patient effects were reported.